Manufacturer narrative:
The manufacturer conducted a documentary review of risk analysis. Without returned product and reference/batch number, it is not possible additional documentary review and to confirm the reported defect. The related risks are identified in our risk management file and procedure clearly described in the IFU. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product).

Event description:
On or about on (B)(6) 2022, patient underwent placement of the following angiodynamics' "xcela power injectable", identified by the following: model number: h965451030, lot number: 151313000, at (B)(6). On or about on (B)(6) 2022, a thrombus was found in the left basilic vein and left axillary vein, which was floating and an acute thrombus in the subclavian vein. Additionally, she had thrombus in the distal subclavian vein and innominate vein along the port catheter which was seen on a CT scan. Accordingly, the xcela power injectable was removed at the (B)(6).